Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2006. According to the complainant, the patient experienced erosion, organ perforation, pain and urinary problems. The exact nature and date of onset of these complications are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2006. According to the complainant, the patient experienced erosion, organ perforation, pain and urinary problems. The exact nature and date of onset of these complications are unknown. All other information is unknown and reportedly unavailable.